Event description:
The facility stated that the pt presented for a visual exam in 2004 with a history of an implanted intraocular lens model cc4204bf from surgery date 2001. The patient had decreased visual acuity of 20/40 in the operative eye. Upon slit lamp exam, the dr noted "white flecks and inclusions within the optic." The pt had no history of any additional ocular surgery in the post-op eye and there was no ocular pathology indicated. The surgeon does not plan to explant the lens. The facility did not specify the model or lot numbers for cartridge or injector used to implant to the lens.